Manufacturer narrative:
Additional information: d10, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the visual examination, coagulated blood was observed between the header end cap threads on the cavity and non-cavity ID end of the dialyzer. The sample was subjected to an external leak test and no leaks were identified on the dialyzer (possibly due to the coagulated blood noted within the header cap and threading). There was no damage or irregularities noted to the dialyzer molded components. The dialyzer was then disassembled for further visual examination. No damage or irregularities were noted on the header end cap on the cavity ID end. The header cap on the non-cavity ID end was removed and a sliver was discovered. The sliver was located at approximately 100° with the ports situated at 0°. The sliver measured approximately 2.5 cm in length and laid across the potting cut surface, extending under the o-ring and between the housing threads and header cap. The inferior surfaces of the polyurethane potting ends were then visually examined on both ends for voids and no voids were observed. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were two approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the cause of the complaint was able to confirm the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred one hour after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak. The leak was visually observed. The machine, a fresenius 2008t machine, did not sound any alarms as this was an external leak. The patient¿s estimated blood loss (ebl) was approximately 10 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.